Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint cer 106675 that: investigation: logile analysis conclusion: errorlog file and servicelog file are inconspicuous, there are no tes or tfs in the eventlog file. The two situations described by the user "overheating" and "standby activation" are visible in the log file at the times indicated. Root cause: the "vent outlet temperature high" alarm was triggered only once in the logfiles. A root cause could not be found. The device passed all service software tests and works as intended since then. Correction: the löwenstein medical technician replaced no components when he analysed the issue on site in 12.2022 but he checked and tested the device carefully according to our instructions. He performed again the tsw successfully and also the annual maintenance at 15.03.2023 and released the device back to the operator. Conclusion: this case is deemed a potential reportable event since the alarm "vent outlet temperature high" may cause the ventilator to become inoperable or stop working as intended during ventilation. A root cause could not be found because the investigated device works as intended. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event but it alarmed with "vent outlet temperature high". A intervention had been required by replacing the ventilator with another because at that time a patient had been involved that was not harmed in any way. No further investigation or correction will be performed.

Event description:
The following was reported to hamilton medical ag: hamilton c2 goes into standby without acknowledgement during ventilation. During suctioning of the patient, the hamilton c2 went into standby mode without confirmation after an audible alarm. Ventilation was restarted by the staff. Error message on the hamilton c2: "overheating". The device was immediately replaced and taken to the medical technician.

Event description:
The following was reported to hamilton medical ag: hamilton c2 goes into standby without acknowledgement during ventilation. During suctioning of the patient, the hamilton c2 went into standby mode without confirmation after an audible alarm. Ventilation was restarted by the staff. Error message on the hamilton c2: "overheating". The device was immediately replaced and taken to the medical technician.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint cer (B)(4) that: no patient harm. Investigation was initiated. Root cause: investigation ongoing.